Event description:
Surgeon mentioned to sales rep that when tightening screw into acetabular shell (during a primary hip surgery), surgeon stated that the bolt felt like it was too locked into the shell - almost cold welded so surgeon requested to have new device provided for surgeries. No delay or adverse consequence to patient.

Manufacturer narrative:
An event regarding difficulty disassembling a da impactor bolt from a shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for inspection. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined as the device was not returned for investigation. However, this device is in scope of a non-conformance report to further investigate the root cause of similar reported events.

Event description:
Surgeon mentioned to sales rep that when tightening screw into acetabular shell (during a primary hip surgery), surgeon stated that the bolt felt like it was too locked into the shell - almost cold welded so surgeon requested to have new device provided for surgeries. No delay or adverse consequence to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.